Event description:
It was reported that during a colon resection procedure, the device was fired twice and it worked fine. On the third firing there were unformed staples setting on tissue. They re-sected the bowel again and opened another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.